Event description:
During product trials in foreign country, procedures where completed, using a like product code of apheresis kit sold within the states, for comparison data. When the final report was received from foreign country, it was noted that 4 donor reactions had occurred in association with the identified lot of like product, used for these procedures. Each procedure was to have 680 ml of plasma collected and 50 ml of saline re-infused. There were no sequelae for any donor, all left the centers in good condition. No further info specific to each event has been provided. This is the info the center in other country provided for the allogeneic donor of the third event: regular donor was reported to have vomited and complained of feeling dizzy after 550 ml of plasma had been collected. The procedure was stopped. Donor did not receive treatment.